Manufacturer narrative:
Device 4 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 19-may-2024, it was reported by the patient that four infusions fell off due to which hyperglycemia occurs within three hours of use. High blood glucose level was 250mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information was available.